Event description:
Patient having reoccurring seromas requested replacement implant. Implant was removed and destroyed prior to contacting us about complaint. All relevant information regarding complaint acquired from doctor. On (B)(6) 2019, patient developed seroma; (B)(6) 2019 pt returned, implant adjusted (B)(6) 2019. Drain place for continued seroma (B)(6) 2019. Implant removed (B)(6) 2020 contacted us for replacement implant. Patient developed seroma post - op. Continued seromas required implant removal and replacement unable to examine or perform testing on explanted product. Doctor removed and destroyed prior to contacting us for replacement. FDA safety report ID # (B)(4).